Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrent hernia and underwent a reoperation. Additional information was requested.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.